Manufacturer narrative:
The field service representative (fsr) inspected the alinity I processing module serial number (B)(6) and performed multiple troubleshooting procedures. However, no definitive part was identified as the issue. The instrument service history review revealed no additional tickets related to erratic/discrepant results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity I processing module did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module serial number (B)(6) was identified.

Event description:
The customer reported erratic alinity I stat high sensitive troponin-I results generated on the alinity I processing module. Additionally, the customer observed occasional instrument error messages: 3424 (r1) pipettor aspiration error. 3203 pressure monitoring error on (r1) pipettor the following patient data was provided (ng/l) (cutoff women: <16 ng/l; men: <35 ng/l): sample (B)(6) (70-year-old male), analyzed on (B)(6) 2024, results: 56.73, 6.5, 7.93, 3.65, 2.89, 3.47, and 2.34 ng/l. Sample (B)(6) (73-year-old male), analyzed on (B)(6) 2024, results: 68.11, 21.04, and 18.29. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer reported erratic alinity I stat high sensitive troponin-I results generated on the alinity I processing module. Additionally, the customer observed occasional instrument error messages: 3424 (r1) pipettor aspiration error. 3203 pressure monitoring error on (r1) pipettor the following patient data was provided (ng/l) (cutoff women: <16 ng/l; men: <35 ng/l): sample (B)(6), (70-year-old male) analyzed on (B)(6) 2024 results: 56.73, 6.5, 7.93, 3.65, 2.89, 3.47, and 2.34 ng/l. Sample (B)(6) (73-year-old male) analyzed on (B)(6) 2024 results: 68.11, 21.04, and 18.29. No impact to patient management was reported.